Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected data: e2, e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus solved the water supply problem by replacing the nozzle, presumed foreign material in the nozzle. The type of the material or root cause cannot be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use (IFU): opreation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope¿s nozzle was clogged . There were no reports of patient involvement.